Event description:
Customer called regarding the meter allegedly showing battery symbol. Customer did not report any symptoms. The pt went to the dr and the dr's meter gave a reading of 180 mg/dl compared to 130 mg/dl on the lifescan's meter. Customer did not report if any treatment was administrated by the dr. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and even when the customer put new batteries the meter still gave the same issue. The meter was replaced due to an unresolved issue.